Event description:
Per the clinic, the patient was explanted due to the extrusion of the receiver stimulator along with issues with the site healing. The patient was explanted in 2009, and the patient was reimplanted with a new device during the same surgery.